Event description:
It was reported that during a procedure, the synthes drill disassembled. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Upon visual inspection, the device was found to have a failed press fit. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure the synthes drill disassembled. It was reported that nothing fell into the surgical site and that the procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.